Event description:
The pt has two leads implanted with the sample lot number. It was reported the pt was not receiving effective stimulation. The pt pain pattern has spread and since stopped using her scs system. The pt's entire scs system was replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.